Event description:
Literature was reviewed regarding a male patient who underwent mitral valve repair using a 40 mm simulus medtronic annuloplasty ring. It was reported that 16 months post implant, an echocardiogram performed noted myxomatous mitral valve with restricted posterior leaflet consistent with repair, mild biatrial enlargement and moderate central regurgitation. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: jitendra vohra, et al.. Cryoablation of papillary muscles at surgery for malignant ventricular arrhythmias due to mitral valve prolapse. Heart, lung and circulation 31, 1285¿1290 2022. 10.1016/j.hlc.2022.04.058 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.